Event description:
The reporter states that she obtained the blood glucose comparison of 130mg/dl and 400mg/dl on the accu-chek voicemate system. The results were obtained within a 10 mins timeframe. No reported symptoms. The reporter retested and obtained the blood glucose results of 120mg/dl and 170mg/dl on the freestyle meter. She treated herself based on the freestyle meter results by taking her normal dose of insulin. The results of treatment undisclosed. No adverse event reported. New system sent to customer and return requested.